Event description:
It was reported that the insulin pump had black circle indicating insulin delivery stopped. Customer's blood glucose was 89 mg/dl. The alarm history was reviewed and found that the insulin pump alarmed threshold suspend. It was explained to customer the reason for the black circle the insulin pump suspended for 2 hours because of low sensor glucose. The customer was advised the basal rates are resumed and verified that black circle is no longer on the insulin pump screen. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.